Event description:
It was reported that during a cryo ablation procedure, resistance was felt in the flush after the balloon catheter was inserted into the sheath. Continuous reflux could not be achieved if the balloon catheter was inserted into the sheath; the issue resolved when the balloon catheter emerged from the sheath tip and a manual flush was performed. Despite the issue, the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012020315 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The visual inspection identified a shaft kink/twist at approximately 2.25 inches from the tip. During functional testing with the laboratory test catheter, insertion and retraction into the sheath were performed several times easily without any issues. The reported "unable to aspirate issue" could not be assessed. The case environment could not be duplicated. In conclusion, the "unable to aspirate issue" was not able to be confirmed through analysis and the sheath failed return inspection due a shaft kink/twist medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.